Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor having intermittent issues of inaccurate readings and failing to detect sensor was confirmed. The sherlock sensor stops functioning when the usb cable end strain relief is moved. The root cause of the reported failure was identified as a material failure of the usb cable and strain relief due to device use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sensor is having intermittent issues of inaccurate readings and failing to detect sensor. No other information provided, at this time.